Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was 200 mg/dl. Troubleshooting was performed. Customer stated that the insulin pump had alarm and insulin squirt out during manual prime. Customer stated that the drive support cap was normal. Customer stated that the insulin pump not bumped or dropped, no water contact. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received motor error alarm during the basic occlusion test due to loose/protruded or flush drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or test for motor error alarm due to compromised forced sensor system alarm.